Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that multiple medstations experienced temporary communication timeouts with the sync services endpoint, causing intermittent login failures and slowness. The technical support specialist (tss) determined to be a network disruption; no manual intervention was required. System communication stabilized automatically, and normal login functionality was restored. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all devices experienced slowness during login. The issue affected all stations, and login times were delayed by approximately 10 to 15 minutes. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.